Event description:
During this case, the wire was completely stuck and unraveled and then lodged in the pt. The pt was then taken to surgery and the rest of the wire guide successfully removed. Pt is doing well.

Manufacturer narrative:
Event eval: still under investigation.